Event description:
The customer reported that the display was out in some spots and could not be read.

Manufacturer narrative:
The evaluation of this failure is based on information provided by the customer. The device was not returned to philips for evaluation.